Event description:
Information received a smiths medical intubation/portex endotracheal tubes was defective. The device was given precheck prior to intubation then after intubation a leak was discovered. The customer reported no patient adverse event as a result of incident.

Event description:
Device evaluation completed.

Manufacturer narrative:
Investigation completed on a smiths medical intubation/portex endotracheal tubes . One photos received and two samples with p/n 100/199/080. Visually inspected under normal distance under specification and no defects were observed. Testing was done inflating balloon and submerging under water, which verified leak. Engineering revealed device passed inspection 100% prior to release and cause believed to occur after leaving facility.